Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to interrogate and premature battery depletion were not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of premature discharge of battery and interrogation anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Results from electrical and mechanical analysis performed were normal, and further evaluation under various pulse amplitudes indicated normal functionality, normal current levels, and no sign of premature depletion noted. During the analysis, the device was interrogated multiple times without any issue. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.